Event description:
It was reported that during surgery, the dermatome got jammed while trying to take a graft. The device started to cut but then it jammed and cut into the patient's leg. Sutures were required and there was a delay of 20 minutes in the procedure. An additional unplanned graft was taken. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
There is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6 and h10. Review of the most recent repair record determined the control bar was not in the correct position and the device was out of calibration at the 0 reading. The control bar and control shaft were replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.